Event description:
Information was received from a healthcare professional via a manufacturer's representative regarding a patient who was receiving 4 mg/ml morphine at 1.4681mg/day and 4mg/ml bupivacaine at 1.4681mg/day via an implantable infusion pump for an unknown indication for use. It was reported that the patient's pump had alarmed. After a pump interrogation it was confirmed that the pump had gone through a motor stall. A motor stall occurred on (B)(6) 2017 at 18:37 and a motor stall recovery occurred on (B)(6) 2017 at 20:12. Another motor stall occurred on (B)(6) 2017 at 08:35 and a motor stall recovery occurred on (B)(6) 2017 at 03:50. A final motor stall occurred on (B)(6) 2017 at 18:48 with no recovery noted. It was reported that the patient was explanted and the pump was replaced within two days of the event. It was noted that the situation was resolved at the time of the report. It was noted the patient's status at the time of the report was "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider indicated the patient was no longer getting any relief from the pain pump. The patient was admitted to the hospital to receive medication until the patient could come to the operating room to have the pain pump replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information:no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis found that there was corrosion/wear/lubrication on the pump motor gear train and that there was a stall due to shaft bearing on the pump motor gear train. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Eval code-conclusion updated.

Event description:
Additional information was received from the rep on (B)(6) 2017. The pump and catheter were returned to the manufacturer for analysis.

Manufacturer narrative:
Correction- updated to correct information, as the catheter was not returned to the manufacturer.

Event description:
Additional information was received from the rep on (B)(6) 2017. The pump was returned to the manufacturer for analysis.